Manufacturer narrative:
As per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not heating. The functional test cooled to 4 c without a problem, but heating slowed down at around 16 to 17 c. Biomed drained 0.5 liters from the drain port device started to heat and were heated to 40 c without issues. It was stated that the device was overfilled. Per additional information via phone on 10jul2023, it was confirmed that the device having a heating issue. It was also stated that user attempted to locate the device but there was no exact location of where it was left in the multiple ICU floors or pods. Per additional information via phone on 18jul2023, it was stated that the arctic sun device appeared that it was just overfilled and not allowing the system to cool. They ran the functions test multiple times to confirm it was cooling and it passed all tests.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating. The functional test cooled to 4 c without a problem, but heating slowed down at around 16 to 17 c. Biomed drained 0.5 liters from the drain port device started to heat and were heated to 40 c without issues. It was stated that the device was overfilled. Per additional information via phone on (B)(6) 2023, it was confirmed that the device having a heating issue. It was also stated that user attempted to locate the device but there was no exact location of where it was left in the multiple ICU floors or pods. Per additional information via phone on (B)(6) 2023, it was stated that the arctic sun device appeared that it was just overfilled and not allowing the system to cool. They ran the functions test multiple times to confirm it was cooling and it passed all tests.